Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced a low blood glucose (bg) ranging from 42-250 mg/dl. Suspected cause is due to pump software increasing basal delivery and delivering automatic correction boluses as intended when customer's bg increase. As customer is a brittle diabetic, the increased basal and boluses result in bg decreasing. Customer consumed carbohydrates to treat low bg. A system check was performed and pump is operating as intended. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.